Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation plates catalog #: ni, lot #: ni; biomet microfixation screws catalog #: ni, lot #: ni. Therapy date: (B)(6) 2016. Patient code(s)- no code available for papular lesions. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision was performed due to infection. The patient suffered traumatic injuries in a motorcycle accident, therefore a frontal craniotomy was performed. This left a bone defect from the superior orbital rim bilaterally, the frontal, and extension to both temporal. A patient matched implant made of porous methyl methacrylate was requested and was implanted in (B)(6) 2016. Subsequently it evolves with papular lesions and later fistulas skin at the frontal level obtaining positive culture to staphylococcus aureus. It was decided to remove the implant on approximately four months post operative. Fibrous capsule and tissue were found transoperatively granulation as well as purulent exudate between the coronal flap and the implant. When removing the implant hematopurulent exudate was also obtained underneath it, also positive to staphylococcus aureus. It evolves satisfactorily, without infection data coronal flap healing, absence of collection data demonstrated by CT and MRI. It is reported the patient will have a revision to remove the second implant due to infection. This event is reported in 0001032347-2018-00002.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs and physicians notes. No product was returned and no tests or inspections could be performed. The exact identity of the plates could not be identified as the pictured plates appear to have been cut. The exact identity of the screws could not be identified as the length of the screws could not be determined from the provided pictures. In the physicians report provided, the surgeon reported that a popular lesion formed that developed into a fistula. A culture was taken from the "frontal level" and tested positive for staphylococcus aureus. The implant was then removed in a revision. Purulent exudate was discovered intraoperatively between the coronal flap and the implant and haemopurulent exudate was also discovered under the implant. In both situations, the culture tested positive for staphylococcus aureus. It was also reported that the corneal flap healed and no evidence of the infection. The physicians report also contained pictures. Figure two shows infected tissue in the area of the implant and figure three shows haemopurulent exudate seeping form the wound. Device history record (DHR) was reviewed and no discrepancies were found. The most likely underlying cause of this complaint is due to infection, which is considered a patient condition. It is unlikely that this infection is implant related as all htr-pmi products are distributed sterile and staphylococcus aureus is often related to hospital acquired infections. The sterile certificates of this htr-pmi were reviewed and no anomalies were found. The instructions for use (IFU) for this product provides situations were this product should not be used. It states in the section titled contraindications this device is contraindicated under any of the following conditions: infection and sepsis, distant foci of infection which can spread to the implant site. It also states in the section titled possible adverse effects: infection can lead to failure of the procedure. And intraoperative and early postoperative complications can include: fracture of bone or soft tissue damage. Dehiscence of the incision, infection. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: date received by manufacturer was corrected from dec 8, 2017 to nov. 22, 2017.